Event description:
On (B)(6) 2011, this pt was implanted with a gore excluder aaa endoprosthesis to treat an abdominal aortic aneurysm. It was reported during the procedure, the abdominal aortic aneurysm ruptured, the physician converted to an open repair. The pt tolerated the procedure.

Manufacturer narrative:
The review of the mfg paperwork verified that this lot met all pre-release specs. The gore excluder aaa endoprosthesis instructions for use (IFU) states that adverse events that may occur and/or require intervention include, but are not limited to aneurysm rupture and surgical conversion.